Event description:
Procedure type: ventral hernia repair. According to the reporter: the pt has been experiencing an allergic reaction. This reaction includes hives, edema, redness, and fluid collection in the area of surgery. This response began 6 weeks after surgery. The pt has been treated on 3 different occasions for this reaction with cortisones and antihistamines. The reaction initially clears up and then comes back.

Manufacturer narrative:
(B)(4).